Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h12g09010, h12d30047, and h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of fatal peritonitis infection in a male patient (born in 1944) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The dianeal therapy was ongoing until the time of death. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient died. The cause of the death was peritonitis infection (onset date not reported). The treatment for the event of peritonitis infection was not reported. It was not reported whether an autopsy was performed. The nurse was contacted but declined to provide further information. Baxter is in the process of obtaining additional information regarding this event.